Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke upon removing the specimen. A device was opened and the same outcome occurred. A third device was opened and the specimen was successfully removed. There were no pt consequences.